Event description:
The complainant alleges while preparing to load the patient into the ambulance, the stretcher allegedly lowered unexpectedly to the lowest position. The patient did not come into contact with any outside object, but did complain of alleged lower back pain. The patient was evaluated at the ER and discharged shortly after. No additional details were provided regarding patient injury or treatment needed.

Event description:
The complainant alleges while preparing to load the patient into the ambulance, the stretcher allegedly lowered unexpectedly to the lowest position. The patient did not come into contact with any outside object, but did complain of alleged lower back pain. The patient was evaluated at the ER and discharged shortly after. No additional details were provided regarding patient injury or treatment needed.

Manufacturer narrative:
A visual and functional evaluation was conducted by an authorized technician. The technician found the cot to be functioning as intended. There were no observations that would have contributed to the alleged incident. Tthe alleged issue could not be duplicated. The IFU provides clear instruction for maintaining control of the device at all times and ensuring a locked position. No further details were provided pertaining to the alleged patient injury or if any further intervention was sought.